Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No vibrator alarm due to broken vibrator wire (b). Unit had minor scratched lcd window,cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would no longer vibrate. There was no option in the menu to place the device on vibrate. The customer first called medtronic about the vibration anomaly one year ago. The patient's blood glucose at the time of call was 69 mg/dl. No troubleshooting occurred. The insulin pump will be returned for analysis.